Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2010011 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Customer reported that they had 7 tests with invalid results (no lines). She is familiar with the test and confirmed she did follow the procedure. She said the boxes did look a little damaged but noticed no other issues. She did put the sample in the s well and there was buffer liquid.